Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the physician believed that patient had a suspected seizure or a shocking from the spinal cord stimulator (scs) device. The patient was admitted to the hospital.